Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer changed the infusion set and cartridge before resuming insulin delivery.